Manufacturer narrative:
Review of the product history records indicates products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
This pi is for revision due to loosening on (B)(6) 2015. Its reported by the attorney, through the filing of a legal claim, that the patient underwent a right revision total knee arthroplasty on (B)(6) 2015. Its further alleged that the right knee had to be revised a second time due to a loose poly insert. Operative report from (B)(6) 2015 indicates patient was revised due to loosening